Manufacturer narrative:
The manufacturer previously reported an initial report on (B)(4) 2018 related to an internal battery depleted alarm condition. A follow up report (B)(4) was inadvertently sent regarding a CPAP device and associated humidifier. The follow up report number should have been (B)(4) not (B)(4) as previously reported. This follow up report ((B)(4)) is being sent to indicate no follow up report is needed for the original report ((B)(4)). Please disregard report number (B)(4) as it was submitted in error. A follow-up report was sent for (B)(4) regarding the CPAP and associated humidifier.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery depleted" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer received the CPAP and associated humidifier for investigation. There were no operational issues noted and the devices functioned as designed. The (B)(4) dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord the (B)(4) respironics dreamstation systems deliver positive airway pressure therapy for the treatment of and discontinue use. Contact your home care provider." Based on the information available, the manufacturer is unable to confirm the complaint. No further action is necessary.